Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 90, 204 mg/dl. Tests were done within 10 minutes with a difference of 69%. Patient did not experience any adverse events. No further information has been reported. Note: customer's meter was not coded correctly (meter 12; strips 8).